Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming no disposable clamp tubing. The patient had pressed stop/start to silence it, but the double beep had persisted. The settings had been reviewed (res vol 10.5 ml, cont rate 2.2 ml/hr, given 89.5 ml). The patient had not been comfortable with any further troubleshooting and had not wanted to clamp their tubing. The pump had been powered off, and the patient had stated he was going to head to his clinic early as they had a disconnect appointment for later that day. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city and d3 - zip code: corrected. H6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.